Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first and second mitraclip ntw were implanted on the medial and central side of anterior and posterior leaflet (a2p2). Mitraclip nt was inserted into the patient and was placed on lateral side of anterior and posterior leaflet 3 (a3p3). Mitraclip nt was entangled with the medial mitraclip ntw. Mitraclip nt was freed and was inverted and brought to the left atrium. Orientation was checked and went sub valvular. A3p3 leaflets were grasped and leaflet inserted was checked and the mitraclip nt was implanted. Upon, release of the clip, clip opened. All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.